Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 bd angiocath¿ IV catheter leaked. The following information was provided by the initial reporter, translated from korean to english: in the hospital, the nurse inserted a catheter into the patient's blood vessel and connected the IV set, and shortly afterwards, a drug leak occurred at the hub connection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-nov-2022. H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages. During leakage testing the sample showed no signs of leakage. Bd could not determine a manufacturing related root cause since the defect was not confirmed upon sample evaluation. Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages. During leakage testing the sample showed no signs of leakage. Bd could not determine a manufacturing related root cause since the defect was not confirmed upon sample evaluation. H3 other text : see h10.

Event description:
It was reported by the customer that 2 bd angiocath¿ IV catheter leaked. The following information was provided by the initial reporter, translated from korean to english: in the hospital, the nurse inserted a catheter into the patient's blood vessel and connected the IV set, and shortly afterwards, a drug leak occurred at the hub connection.